Manufacturer narrative:
Expy-december 2017. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on radial head prosthesis. The original implant was (B)(6) 2014. The components were loose and a revision was performed. The patient experienced an irritation, at an unspecified location. On (B)(6) 2014 the surgeon implanted a radial head prothesis stem size 8mm straight and 22mm cocr radial head size 22mm standard height. The patient complained of pain, x-ray showed possible loosening of the implant and it was decided to revise the implant. The implant was removed and revised using a longer stem and head. There was no surgical delay, the surgery was completed. This complaint involves three devices. This is 2 of 3 reports for (B)(4).